Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but it tore while it was being ejected. There was no pt contact or injury. The surgeon stated it was unknown as to why this lens tore. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not known by the facility.